Event description:
Scrub tech noted the tip of the drill bit was broken after use in right shoulder. Tip of drill bit was visualized on c-arm imaging. Doctor removed both broken pieces from field. Imaging was taken and surgeon confirmed no foreign body remained in patient's wound.